Event description:
It was reported that there was a thrombus in the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve was selected first to be positioned in the laa of the patient. This was not in an ideal position so it was removed from the patient and a new anterior curve was selected. The was positioned in the laa of the patient and a watchman laa closure device & delivery system (wds) was being selected to be used. At this time a thrombus was noted on transesophageal echocardiogram. The procedure was ended at this point and no closure device was implanted in the patient. There were no other reported patient complications. The patient was put on blood thinners to treat the thrombus and they were discharged from the hospital. An implant procedure was rescheduled to happen in six to eight weeks. It was further reported that the thrombus was on the limbus side and that the patient received heparin.

Event description:
It was reported that there was a thrombus in the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve was selected first to be positioned in the laa of the patient. This was was not in an ideal position, so it was removed from the patient and a new anterior curve was was selected. The was was positioned in the laa of the patient and a watchman laa closure device & delivery system (wds) was being selected to be used. At this time a thrombus was noted on transesophageal echocardiogram. The procedure was ended at this point and no closure device was implanted in the patient. There were no other reported patient complications. The patient was put on blood thinners to treat the thrombus and they were discharged from the hospital. An implant procedure was rescheduled to happen in six to eight weeks.